Event description:
It was reported that the patient underwent a pump replacement in 2008. Subsequently, the patient experienced an infection "underneath the pump". Symptoms included: feeling "tightness" over the pump site, fever, and drainage from the incision. The hcp removed the pump, "cleaned me out", replaced the same pump, and stapled the side. The patient had been admitted to a "lower care facility" for the past 6 weeks with the wound draining and was receiving antibiotics. At the time of the report, the wound was closed; the area over the pump was getting "bigger and bigger". The primary care physician put her on antibiotics and admitted her into the hospital. On the day of the report, the surgeon saw the patient in her room and left. It was unclear if surgery was still planned. The patient was in fair condition. Final patient outcome was not reported.